Event description:
It was reported that a breast mass biopsy could not be completed on the affiniti 50 ultrasound system due to a touchscreen failure. The biopsy was able to be completed after the system was exchanged. There was no patient or user harm associated with this event. No additional information is available. Philips has started an investigation, and upon completion, a follow up report will be submitted.